Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "240 cc implants inflated to 275 cc", "flipped", and "rupture" of a saline implant against left side. Device has been explanted.